Manufacturer narrative:
One infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Investigation could not verify the reported issue. The software was replaced as a preventive measure. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical cadd ms3 infusion pump lost programming due to user error for not putting in battery upon delivery of the pump. No adverse effects reported.

Manufacturer narrative:
Additional information received on complaint of cadd ms3 pump lost programming after user forgot to put battery in pump. Date of event occured (B)(6) 2020. Patient is a female age 40 with date of birth (B)(6) 1970. No patient adverse events reported.

Event description:
Additional follow up information received and summarized in h 10.